Event description:
A pt reported that they went 3 days without testing. Pt was feeling nervous, hungry, and sweaty. Pt meter allegedly would not power on. The issue was not resolved. Pt then went to the emergency room and the result there was 230 mg/dl. Pt was given an "IV for 4 hours" and then released. No further info has been reported.